Event description:
The device was being used to treat a cardiac arrest patient and three defibrillation shocks were reportedly delivered at 200, 300 and 360 joules. On the fourth attempt the shock at the 360 joules, the device reportedly did not deliver the shock to the patient but emitted an electrical arc, which allegedly contacted one of the device operators, who reported feeling a "strong jolt". The device operator did not report any other symptoms from the reported shock. The patient's outcome and details were not reported to mpc.